Event description:
The lay user/pt called lifescan (lfs) in 2006, and alleged that his meter was prompting an error 4 message. The med affairs spec. Mailed a letter one day later since the user could not be reached by telephone for further clarification. The pt stated that his nurse dropped his meter in 2006 and that the segments began to fade after that. The pt was able to test at one point, but it is not clear if it was on his meter or another meter. At one point, the pt stated that his head was throbbing, his chest was pounding, and he was sweating. It is not known if this was before or after the problems with his meter. The pt thought that his blood glucose was low so he treated himself with glucose. He was then taken to the emergency room and his blood glucose was 240 mg/dl, he was treated with insulin. The pt stayed overnight and was released one day later. It would have been helpful to know if he had symptoms at the time of the result of 240 mg/dl, how long he was unable to test, what his usual medication regimen is, and what the timeless was of the events that took place. The test strips were in good condition, but the temperature of the meter was below the acceptable range. The meter was not resolved with troubleshooting.